Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. The evaluation found lateral motor shaft movement which cause this condition. The motor was replaced.

Event description:
It was reported a spectrum pump had system error 322. It was also reported there was no patient involvement.